Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range hv lead impedance was observed. A connection issue with a competitor device was suspected. The lead remains implanted and active.